Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a hole in the cylinder. A new ipp was implanted and there were no patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a hole in the cylinder. A new ipp was implanted and there were no patient complications reported.

Manufacturer narrative:
Upon receipt of these inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination identified a leak in one of the cylinders, consistent with wear at fold by the proximal end. Inner tubing and broken fabric where detached. Visual examination of the pump did not identify any leaks. A leak was identified in the reservoir, consistent with explant damage. Functional testing of the cylinders and reservoir was not performed due to leak observed. Functional testing of the pump showed that the component performed within specification. Based on the information available and analysis results, the leak identified in the cylinder could have caused or contributed to the reported observation.